Manufacturer narrative:
As received, only a partial connector portion of the lead was returned in one piece measuring 7.4 cm. Visual inspection found a full breach degradation of the outer insulation was noted at 4.2 cm from the connector pin. The cause of the reported event of high capture threshold was isolated to full breach degradation exposing the outer coil. Visual inspection and electrical testing did not find any indication of conductor fracture or internal shorts. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-19458. It was reported that the patient presented to the catheterization laboratory for a battery changeout and possible right atrial (ra) lead replacement. Upon arrival, it was noted that the ra lead and right ventricular (rv) lead were noted with fracture due to subclavian crush, as demonstrated on the angiogram of the left shoulder. The rv lead was also noted with increased thresholds. Both leads were cut and buried on (B)(6) 2020. A new rv lead was implanted while the ra lead was not replaced since the patient does not require atrial pacing. The patient was stable.